Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes (368972) from lot 9336078: fm in gel ×2".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary. Bd received 2 samples and 1 photo from the customer for investigation. The photo and samples were evaluated and the indicated failure mode for fm in gel with the incident lot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of fm in gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes (368972) from lot 9336078: fm in gel ×2."